Manufacturer narrative:
The external visual inspection revealed cut silicone overmold at the fantail region, missing contact pads on the array, and a dislodged electrode ground ring sleeve. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires on two different locations at the fantail region. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut silicone overmold at the fantail region, missing contact pads on the array, and a dislodged electrode ground ring sleeve. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires on two different locations at the fantail region. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Dissection and scanning electron microscopy analysis of the electrode revealed evidence of tensile breaks at one of the locations and fatigue breaks on the second location. The residual gas analysis result was above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The photographic imaging inspection and the scanning electron microscopy analysis revealed all broken electrode wires in the fantail region. It is believed that these breaks caused the no sound. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound following a head trauma incident. Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.